Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that leakage occurred during use with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter, "drug leaks out the side of the grey hub, no cracks are visible."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter, "drug leaks out the side of the grey hub, no cracks are visible."